Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would power up, but continuously reset itself at the self-test screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Code # 2900 ¿ unlabeled physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device prompted ¿connect cable¿ when a sufficient simulated patient load was applied. The therapy pcb assembly was replaced to resolve the observed issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the cause of the observed issue was that filter, designator fl29 was physically broken. The cause of the reported boot issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would power up, but continuously reset itself at the self-test screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.